Manufacturer narrative:
Investigation: our quality engineer inspected the sample provided. Bd received one used catheter adapter assembly without packaging. Through the visual microscopic evaluation, the catheter tip was inspected where it was found acceptable per specifications. During the visual inspection damage was observed on the inner catheter walls. No other damage was observed to the catheter tubing or adapter. The damage observed during the visual inspection has the characteristics of the cannula scrapping along the inner wall of the catheter. This damage can occur during use or from manufacturing. During use the damage can occur during the breaking of tip adhesion in the IFU. If the catheter goes above the cannula tip and is reseated the cannula can easily scrape the inside of the tubing. As the device was opened and manipulated, it was unable to be determined if the damage was caused by the user environment or manufacturing. Two lot numbers were provided however there was not confirmation if the defective unit came from one of these two lot numbers. A device history record review was performed on the two lot numbers and each showed no non-conformances associated with this issue during the production of these batches.

Event description:
It has been reported that one 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found deformed during use. The following has been provided by the initial reporter: material no.: 381434. Batch no.: unknown. It was reported the IV cannula would not advance off the needle; the product was removed and after checking, the plastic tip was misshapen. Verbatim: 20g IV cannula would not advance off needle after poking the skin. Removed product and checked tip of cannula and was defective; the plastic cannula tip was misshapen.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found deformed during use. The following has been provided by the initial reporter: material no.: 381434, batch no.: unknown . It was reported the IV cannula would not advance off the needle; the product was removed and after checking, the plastic tip was misshapen. Verbatim: 20g IV cannula would not advance off needle after poking the skin. Removed product and checked tip of cannula and was defective; the plastic cannula tip was misshapen.